Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing. However, the device was put through extensive testing without duplicating the report. Review of the device activity logs showed multiple failures. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable used was not returned as part of this investigation. A replacement cable was sent to the customer. It has been recommended that the customer discard their multi-function cable. Analysis of reports of this type has not identified an increase in trend.